Event description:
It was reported that this right atrial lead was explanted due to experiencing dislodgement. Additionally, the patient experienced an infection that required the explant of the whole system. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The lead was returned in two segments. An extracting stylet was returned stuck in the tip section of the lead. Environmental stress cracking (esc) was observed approx.115 from the terminal pin. The setscrew marks were in the correct location on the terminal pin. Melt marks in outer insulation were noted which were likely explant electro-cautery damage. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was explanted due to experiencing dislodgement. Additionally, the patient experienced an infection that required the explant of the whole system. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.